Manufacturer narrative:
Eight days after event onset, the patient was doing well and fluid was also clear and eight days after the onset, and was discharged from the hospital. Treatment with vancomycin and ceftazidime was completed and the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection of vancomycin (1 gram, every fourth day, route not reported) and injection of ceftazidime (1 gram, once per day, route not reported) for the event of peritonitis. At the time of this report, the treatment with antibiotics was ongoing and the patient was not recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. No additional information is available.